Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer declined to provide the blood glucose level. After the alarm, the customer resolved the occlusion by resuming the pump insulin delivery. No additional occlusions occurred.